Event description:
It was reported that the patient underwent a cervical procedure to implant a 16 mm artificial disc replacement. The patient experienced tightness and numbness half an hour after the surgery was completed. The patient underwent a second operation. The 16 mm artificial disc was explanted and replaced with a 15 mm artificial disc.

Manufacturer narrative:
(B)(4). Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Therefore we are unable to determine the definitive cause of the reported event.